Event description:
It was reported that a patient underwent hand surgery on (B)(6) 2012 and suture was used. The patient presented with a wound dehiscence, abscess, and unabsorbed suture. The surgeon did not provide any additional information.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.